Event description:
The information received from the affiliate states that this pt was presented to the interventional lab for insertion of a retrievable inferior vena cava filter. The vessel was described as slightly tortuous. The indication for this filter was a right ilio-femoral thrombosis that was diagnosed by ultrasound, and a need for hip replacement surgery due to a hip freacture. The device was properly inspected and prepped before the procedure. The phsician made access in the left femoral vein. A guidewire and a 6fr brite tip sheath were inserted without difficulty. When inserting the filter they felt resistance where the iliac meets the vena cava and there was no way to push the device forward because the hooks of the filter had cut through the delivery sheath and became stuck in the sheath.